Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was involved in a car accident and was hospitalized. The mother stated that the accident was severe and the airbag deployed on the insulin pump. Advised the mother that the customer should discontinue use of the insulin pump until a replacement of the device arrives. No further information was performed.